Event description:
It was reported that the patient experienced a low blood glucose event, with a measured value of 69 mg/dl and associated dizziness, which the patient treated with oral carbohydrates including gummies and fruit, resulting in a subsequent fingerstick value of 157 mg/dl. Symptoms included hypoglycemia and dizziness. Outcomes included resolution of the low glucose after self-treatment and no need for further medical care. Investigation included complaint handling and user education regarding recognition and treatment of hypoglycemia. Investigation of this case revealed no device malfunction identified and a cause that remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.